Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2021-05738. The record is closed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms that continued intermittently was confirmed via the submitted log file. The system controller, (B)(6), was not returned; however, a log file was submitted for analysis. The submitted log file b3281655 showed data spanning approximately 91 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp. The log file captured a driveline_comm_fault alarm active on (B)(6) 2021 at 16:55:12, 16:57:06, 16:58:37, and 17:01:09 due to com_a_faults. The alarms continued intermittently until the last event in the log file (B)(6) 2021 at 17:01:09. The root cause of the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. Heartmate iii instructions for use under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the, driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The disconnection of the controller on (B)(6) 2021 was reported under MFR # 2916596-2021-03410 and MFR # 2916596-2021-03411. Section a: patient information was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured driveline faults that continued intermittently. The date was off and showed (B)(6) 2021 as the date. The controller was disconnected on (B)(6) 2021 and on (B)(6) 2021, the driveline was connected and the pump started having driveline communication faults. Related manufacturer report number of pump: 2916596-2021-02851.